Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultra2 meter displayed inaccurately high results compared to another meter and to a laboratory device. The complaint was classified based on the customer service representative (csr) documentation following several calls with the patient, and additional information from a senior csr who reviewed the calls. The patient alleged that the meter started to read inaccurately in 2011. He reported that in that year, he had 4-6 episodes of hypoglycemia but because the events happened some time ago, the patient was only able to provide limited information. At the time of the reported incident, the patient managed his diabetes with insulatard insulin and vela insulin and adjusted his doses based on the blood glucose results obtained on the subject meter. Specifically, the patient claimed that on a date and time unknown, he obtained alleged inaccurately high blood glucose results on the subject meter. He was unable to say whether he made any changes to his usual diabetes management routine after obtaining the alleged inaccurate results. He claimed that afterwards, he developed symptoms of pins and needles in his lips, unrested and he lost consciousness. He claimed that the emergency medical services was contacted. He alleged that whilst being driven to hospital, his blood glucose level was checked both on the subject meter and the ems accu-chek meter within 30 minutes of each other. The patient was unable to recall the result on the subject meter, but claimed that the ems meter's reading was 30-40 mg/dl less than the subject meter. He also claimed that when he was in hospital, his blood glucose level was tested again and an alleged inaccurately high blood glucose of around 40 mg/dl was obtained on the subject meter, compared to 7-12 mg/dl on a laboratory device performed within 10 minutes of each other. Based on statistical methodology, the calculated difference between these results fall outside lfs' criteria for accuracy.while in hospital, the patient claimed that he received treatment for his symptoms from a healthcare professional (hcp) but he was unable to recall the nature of the treatment he received. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he obtained inaccurately high readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia requiring hcp intervention, after the alleged meter issue began.